Manufacturer narrative:
Check of the DHR: by checking the DHR of the involved lot#s: - no pre-existing anomaly was detected on (B)(4) bipolar head + liner dia.36mm manufactured with the same lot#. No other complaints received on this lot#; - no pre-existing anomaly was detected on (B)(4) cocrmo modular head manufactured with the same lot#. No other complaints received on this lot#. Xrays analysis: xrays were not available for investigation. Explants analysis: lock bipolar head and femural modular head were returned to limacorporate and examined. Visual inspection showed c-ring component of the bipolar head was detached and appeared to be worn on the external surface. Material deterioration due to normal aging of the product (occurred 9 years after product implant) could have allow detachment of the c-ring and consequently head dislocation. Based on the information received, we are not able to investigate the root cause of the event. Patient information such as weight/bmi/activity level/xrays are mandatory to investigate this type of event. However, stating that no pre-existing anomaly was detected by the check of the DHR and the event occurred 9 years after implantation, we can hypothesize that the event is due normal aging of the product. Pms data: on the basis of pms data, revision rate due to dislocation of lock bipolar head system is 0,013%. None of these cases was judged as product related. No corrective actions for this specific case. Limacorporate will keep the market monitored

Event description:
Hip revision surgery due to dislocation performed on (B)(6) 2019. Previous surgery occurred on (B)(6) 2010. During surgery, it was noted that the ring of lock self-centering head was disengaged. The surgeon tried to attach the ring to the cup, but the ring became loosened and could not be attached. The lock self-centering head (code #5527.09.460 lot #0903280) and the modular head (code #5010.09.282 lot #0908561) were replaced. Event occurred in japan.

Manufacturer narrative:
By checking the DHR of the involved lot#s no pre - existing anomalies were found. This is the first and only complaint involving these lot #s. We will submit a final report once the investigation will be concluded.

Event description:
Hip revision surgery due to dislocation performed on (B)(6) 2019. Previous surgery occurred on (B)(6) 2010. During surgery, it was noted that the ring of lock self-centering head was disengaged. The surgeon tried to attach the ring to the cup, but the ring became loosened and it could not be attached. The lock self-centering head (code #5527.09.460, lot #0903280) and the modular head (code #5010.09.282, lot #0908561) were replaced. Event occurred in (B)(6).